Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg is unable to communicate with external devices and patient lost therapy after patient fell on ipg site. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: method code: was updated. Patient weight: this was updated.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.